Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated she started with a blood glucose of 20 mg/dl, then her blood glucose elevated. The customer stated that she has been having problems with bent cannulas, and wants to try a different infusion set per her hcp's instructions. The customer declined to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.